Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with contrast in the lumen. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole burst in the balloon material at the distal end of the proximal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities with the bond of the device. Microscopic inspection of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 13-apr-2016. It was reported that balloon leak occurred. Vascular access was obtained via the left femoral artery through ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. After a 300cm non bsc guidewire crossed the lesion, a 2mmx20mmx142cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during procedure, leakage of contrast agent was confirmed through contrast radiography screen. The device was retrieved and another of the same device was used. An epic stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.